Event description:
It was reported that the pt was admitted to the hospital in 2009, due to "complications of the disease" . A baclofen pump was implanted in the next day to administer intrathecal ziconotide. Treatment began about one week later with a dose of 1.2 mcg/day. In the next day, the pt developed fever, headache, stiff neck, and vomiting and a diagnosis of meningitis was made. Per the reporter, the event was not considered a drug interaction; the drug was discontinued, due to the event. Per the reporter: "the appearance of the adverse event may be related to the administration technique."; the pt will be monitored. The event resulted in prolonged hospitalization; the pt was not recovered at the time of the report.